Event description:
It was reported via repair work order that the lock bar was loose due to a loose bolt. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.